Manufacturer narrative:
Concomitant product(s): product ID: neu_ens_stimulator, lot# serial# unknown, product type: external neurostimulator. Analysis of the lead [lot #: va14ly9037], found normal impedances on all circuits and electrode pair combinations when tested with a known good screen cable and external neurostimulator (ens) while the lead distal end was placed in a 0.9% saline solution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that impedance measurements were taken and high impedances were observed on a trial lead during the trial procedure. The defective trial lead was replaced, and the healthcare professional was able to complete the trial procedure with the new trial lead. There were no reported patient symptoms.